Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).a trend review has been performed and there have been similar reports made to baxter. The root cause investigation will continue to be investigated through CAPA (corrective and preventive action) assessment mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when or where the reported condition occurred. There was no report of adverse event, patient injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.